Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they are having an MRI tomorrow and they have to be put under because they have too much anxiety about it. Every time they have had an MRI before the guy that does the actual MRI opens the kit and puts it into MRI mode. They told her they are not going to do that tomorrow. Walked caller through checking their settings and their therapy was off. Patient turned the therapy back on. Patient got a por (power on reset) message. Patient said, they charged their implant last night. The troubleshooting steps that were taken on the call resolved the issue. Emailed MRI mode instructions. Additional information was received from the patient. They reported the cause of thepor was not due to battery depletion. The likely cause was they were scheduled for an MRI the following day so they needed to know how to set it up for an MRI mode. The steps taken was the manufactures operator walked them through the directions to place into MRI mode. The issue was confirmed resolved.